Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder when the nurse took the tube from the holder during the blood collection, she notice that needle came with tube from inside holder. She also found that there were two sleeves, one attached at holder and one loose. There was no report of injury or medical intervention

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure modes for separation of the non-patient (np) needle and extra rubber sleeve with the incident lot were observed. Retention samples were selected from bd inventory for evaluation and upon completion, no issues pertaining to the observed failure modes were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure modes for separation of the non-patient (np) needle and extra rubber sleeve with the incident lot were observed. Additionally, evaluation of the retain samples was conducted and no issues pertaining to the indicated failure mode were observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.